Event description:
It was reported that the asymptomatic patient presented in the or during implant. Post paced t wave oversensing was noted on a real-time egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the patient presented to the clinic after receiving an alert for non-sustained lead noise. Upon review, myopotential oversensing was suspected. Further programming changes were recommended.